Event description:
The customer reportedly received the following results on the accu-check aviva system within 10 minutes: 450mg/dl, 378 and 187 mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.